Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that she puts a new battery into insulin pump and it goes black. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device trace download analysis confirmed the device alarmed battery power loss alarm. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery power loss alarm due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.